Event description:
In 2005, the patient reported the device suddenly stopped working. In 2005, the patient was seen at implant center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing conducted at center indicated the c1 device was no longer functioning. The device was explanted and the patient was reimplanted with another advanced bionics device.